Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported right hip surgery (B)(6) 2010. Did a nuclear scan which showed a loose socket. Scheduled revision surgery (B)(6) 2016 due to first surgeon does not do revisions. Second surgeon only changed the ball not the stem as previously shown in scan. Patient in constant pain, taking medication dilaudid for pain. Patient has an appt monday, (B)(6) 2017 at (B)(6) hospital. Inquired if implants are part of the recall.